Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the trocar was in separate pieces inside packaging. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.